Manufacturer narrative:
Date rec¿d by MFR : 18jul2019, date of report : 06aug2019. The customer informed the field service engineer doing a follow up, that replacing the touchscreen solved the issue. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. Customer indicates that touchscreen does not function properly and there is sometimes a 3 second delay between touch and response. There's no patient involvement.